Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32557. It was reported that the physician was unable to replace the patient¿s system due to scar tissue and stenosis on (B)(6) 2020 as a result, the procedure was abandoned,